Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d8, d9, h2, h3, h4, h6, h10, h11. Corrected fields: a2, a4, a5, a6, b6, b7, g4, h6 health impact code. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cracked cover glass at the insertion section. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure (broken cable). A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had purple image. The issue occurred at preparation for use for a therapeutic gastroscopy. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had purple image. The issue occurred at preparation for use for a therapeutic gastroscopy. The intended procedure was completed using the same set of equipment. There were no reports of patient harm.